Manufacturer narrative:
Unit was received with a blank display anomaly due to battery tube power connector not fully connected into the printed circuit board. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to blank display. Unit was received missing retainer, missing reservoir tube o-ring, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump broke at the reservoir connection. It was missing the transparent plastic guard and the o-rings. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.